Event description:
It is reported that a customer's mother called stating that their daughter has issues with a frozen screen on their insulin pump. The customer also had issues with the keypad on their insulin pump. The patient's blood glucose level was 124 mg/dl at the time of the call. The customer's mother stated that the buttons on the customer's pump is unresponsive. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No button error alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.